Event description:
User reported that one of the drive wheels fell off of the wheelchair while she was driving. User reported, she fell out of the wheelchair and suffered an unk injury. User would not make the wheelchair available for inspection and would not provide more info about the incident.